Manufacturer narrative:
The lens has not yet been explanted however an explant of the lens is planned. (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a pcb00v a 1.5d (diopter) myopia had occurred. The physician was aiming -4.0d, however the lens landed at -5.5d. The physician plans to explant the lens sometime in (B)(6) 2017. No further information was provided.

Manufacturer narrative:
Additional information: the initial report indicated that the physician had planned to explant the lens. However, through follow-up it was confirmed that the patient had recovered and no scheduled treatment was necessary. If explanted; give date: na (not applicable) new information indicates the lens will not be explanted. (B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation as it remains implanted. Device inspection could not be performed, therefore the reported complaint could not be verified. The manufacturing record review and complaint history could not be performed because the serial number of the intraocular lens was not provided. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.